Manufacturer narrative:
(B)(4). The customer evaluated the device and isolated the issue. The device passed all testing and remains at the customer site for use. There was a malfunction of the lcd display. Replacement of the display resolved the issue.

Event description:
The customer reported that some parts of the display were blacked out. There was no pt involvement as the issue was discovered during testing.